Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting the memory mode when attempting to test her blood glucose. The following complaint was classified based on information obtained from the customer service representative (csr). It is unclear when the alleged issue began. The patient's testing frequency and diabetes management are not specified and it is unclear what action, if any, the patient took in response to the reported meter issue. As a result of the alleged issue, the patient reportedly developed symptoms of shaking, weakness, blurry vision, and anger at an unspecified date/time later. It is not known if the patient received any form of medical intervention/ treatment after the alleged issue began. During troubleshooting, the csr discovered that the patient was powering the subject meter with the memory button. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.